Event description:
It was reported that the stenoscope system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube will be replaced by the customer. The customer canceled the service call.